Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: a reserved sample from the same cartridge lot number b201894 was tested and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection, a force test, a fill test, and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient experienced low blood glucose levels (40mg/dl). The patient reportedly has been having multiple loss of primes. The patient indicated that they use insulin directly from the fridge when filling up the cartridge. Additionally the patient does not cycle the cartridge as directed. When the patient receives a loss of prime warning they have been performing a fill cannula step each time. The patient was able to treat their blood glucose level with glucose tablets. This report is being made based on the indication that the patient experienced elevated blood glucose levels related to use error.